Event description:
Consumer reported finding some of the pen needles to give difficulty placing onto the pen. Consumer reported while injecting the needle would clog. Caller does not complete a flow check before injecting. Informed consumer proper placement and to complete a flow check with all injections. Lot # 3031918. Catalog# 320618. Date of event unknown . Sample status discard.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on the retention samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.